Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), the monitor failed the pulse test. The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause was intermittent pins on the (B)(4) connectors on the defibrillation pca board. The root cause for the intermittent pins was unable to be positively determined. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any problems.